Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the hospital (meander hospital, maatweg 3, 3813 tz in amersfoort) on (B)(6) 2025, due to high blood glucose. Symptoms reported include high blood glucose, headache, nausea, vomiting, tiredness and lightheadedness. The patient's blood glucose level rose to 27 mmol/l (486 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site (abdomen), at the hospital, and the pod's cannula was found bent. It was reported that the cannula never inserted into the skin. Patient was diagnosed with ketoacidosis and dehydration. The patient was treated with 4 bags of intravenous fluid, and intravenous insulin (novorapid). Patient was released from the hospital on (B)(6) 2025.